Event description:
It was found membrane broken during the first use, 3 minutes after patient connection. Blood flow rate: 60ml/min; tmp: 50mmhg. The patient did not suffer any blood loss. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the cause is considered closed. The root cause of this event cannot be determined.